Manufacturer narrative:
B1: changed from serious injury report to malfunction report. B2: removed since malfunction report. B5: added additional information. G2: updated report source. H6: device code updated.

Event description:
Reported via patient call center. It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. Seventy-seven days later the patient returned for computed tomography (CT) and a leak was detected. The patient was scheduled to return approximately one month later for a repeat transesophageal echocardiogram (tee). No additional information is known. It was further reported from the physician that the observed leak via CT, was a 2mm flow through the fabric of the closure device and the patient was taken off their warfarin. No intervention was performed or planned in response to this event.

Event description:
Reported via patient call center it was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. Seventy-seven days later the patient returned for computed tomography (CT) and a leak was detected. The patient was scheduled to return approximately one month later for a repeat transesophageal echocardiogram (tee). No additional information is known.